Event description:
Risk mgr received package from operating room that while setting up for a procedure there was found to have an extra needle in a package. Instead of 8 there were 9. This was discovered while the room was being set up and did not effect the pt. Removed from room and given to operating room leadership.